Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iiis malfunctioned. Two where noticed broken out of box, and one failed to deploy. It is unk if the products will be returned to maquet cardiovascular. Refer to 2242352-2011-01747 & 2242352-2011-01749.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).